Event description:
It was reported that when using the bd pyxis¿ es server, patient orders failed to cross over to the station. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over. A technical support specialist (tss) reviewed es message flow and identified a 60-minute gap in external messages being received for several facilities, including spring valley, which had self-resolved. Delayed messages were received and processed in a batch afterward. The tss confirmed with the customer that the outage timeframe aligned with reports of missing orders and that orders were subsequently appearing as expected. Log and database review indicated the es server and carefusion coordination engine (cce) interface were functioning normally, suggesting the issue originated upstream, likely within the source pharmacy system or middleware queue. The pharmacy informatics team was advised to investigate on the uhs side. The system functioned as intended after technical support specialist investigated the device.